Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: no anomalies were noted during visual inspection. Functional/performance evaluation: functional testing was attempted. It was noted that the evaluation could not be performed due to the return sample condition. Upon disassembly, the weldment was found to be damaged, not allowing the slide to retract preventing force testing for the priming mechanism. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for device difficult to setup and prepare, as the slide was not functional and could not be retracted. Upon disassembly, the weldment was found to be damaged, not allowing the slide to retract. Per evaluation results, damage was observed on internal components preventing the slide from retracting. It is likely that the observed damage contributed to the reported event. While the definitive root cause for the observed damage could not be determined based upon the available information. It is unknown if procedural and/or driver maintenance issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: precautions: the introduction of the needle into the body should be carried out under imaging control (ultrasound, x-ray, CT, etc.). Never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device. Biopsy procedure: positioning: introduce the needle with the unique spacer attached under imaging control through the incision until the needle point is proximal to the area to be biopsied. When the position is confirmed, attach the energized (cocked) bard magnum biopsy instrument. Taking care to maintain the needle orientation, align the holes on the needle hubs with the posts of the instrument carrier sleds. Partially close the cover to maintain the position of the needle hubs. Compress the ends of the spacer to release and remove. Close the cover. While maintaining the instrument position and needle orientation, move the safety lever from "s" (safe) to "f" (fire, ready). Depress the trigger button to cause both the stylet and cannula to automatically advance. Remove the instrument and needle from the patient.

Event description:
It was reported that during preparation for a biopsy procedure, the device allegedly was difficult to prepare during the priming process, leading to pain in the operator's hand. There was no patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy procedure, the device allegedly was difficult to prepare during the priming process, leading to pain in the operator's hand. There was no patient contact.